Event description:
It was reported that a revision surgery was performed on (B)(6) 2020 on the patient left hip due to increased and ongoing daily severe pain, grinding, failed conservative care, and elevated chromium and cobalt levels. Among the intra-operative findings, it was found: gray stained synovial tissue consistent with metal on metal wear from a failed left hip resurfacing arthroplasty. The patient outcome is unknown.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the head and cup. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. , the clinical information provided, of the reported elevated metal ion levels, the pseudotumor (not mentioned in the operative report) and the discoloured synovium may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.